Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm readings which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 48 mg/dl. No bg meter comparison was done at this time as the patient did not have any test strips. The patient was not experiencing any symptoms. The patient self-treated by eating (type of food not specified). Despite treatment, the patient's cgm value did not increase, therefore, she went to the emergency room (ER). At the ER, the patient¿s bg meter reading was 233 mg/dl while the cgm continued to read 48mg/dl. The patient was treated with unspecified IV fluids. The patient was discharged home after approximately 5 hours. The patient¿s bg meter reading upon discharge was 213 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.